Event description:
It was reported visible air bubbles were observed. After preparation according to instruction for use (IFU), the faradrive steerable sheath was placed in the left atrium, and from the first aspiration, the physician was getting continuously bubbles of air. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device was lost in transit and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported visible air bubbles were observed. After preparation according to instruction for use (IFU), the faradrive steerable sheath was placed in the left atrium, and from the first aspiration, the physician was getting continuously bubbles of air. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis. It was further reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided.